Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on august 1, 2015. The patient reported obtaining a blood glucose reading of "116mg/dl" on the subject meter and "86mg/dl" on a onetouch ultraeasy meter on (B)(6). These two readings were obtained within 30 minutes of each other. The patient manages their diabetes with self-adjusted insulin. The patient reported developing symptoms of "sweating and tremors" around the same time as the reported readings. The patient reported self-treating these symptoms with sugar water. The patient stated that they injected their usual dose of insulin and then ate their dinner. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and had to administer self-treatment after the alleged inaccuracy began.